Event description:
It was reported that the right ventricular lead had increasing thresholds. It was also noted that the bipolar impedance varied with pocket manipulation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.